Manufacturer narrative:
At the time of the initial report of this event, the user facility did not indicate to biocardia that they considered this to be a reportable event. The user facility did not sent a report to biocardia indicating that they had subsequently determined the event to be reportable or a copy of their medwatch report. Biocardia was made aware of the user facility report by receipt of a letter from FDA notifying us of the user facility report. Biocardia's review of the complaint based on the info provided resulted in a determination that the incident was not reportable because no injury was noted and there was no evidence that an injury could result in the event of a recurrence. Biocardia is submitting this MDR to remain consistent with the user facility determination.

Event description:
Heavily scarred groin which required unusual force to place and retrieve device. Device worked normally throughout case. Upon retrieval a wire was noted to be sticking out of slit on the distal end. Fluoroscopic analysis did not identify any issues with pt. Pt is fine and there was no adverse outcome to the pt.